Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot number unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the spline implant was placed at tooth site #20. During the same procedure, the screw inside the mount became too hard to remove. As a result, the spline implant was removed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: type of investigation code was added: 10, 4109, 3331 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H3: device evaluated by manufacturer was updated. H10: narrative/data was updated. Zimvie received the complaint device for evaluation. Visual evaluation and functional test was performed, implant shows slight markings from the removal process/use along with a stuck mount that cannot be disengaged. Malfunction. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician uses device improperly, insufficient training. Therefore, based on the available information, a device malfunction did occur. Stuck mount that cannot be disengaged. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.